Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer has recently experienced issues with several sizes of the foley catheters. The part numbers and lots are as follows: 0170si16 - lot # ngkp4358 x12, 0170si12 -lot# ngks1584 x1 and 0170si14 -lot # ngku4004¿x3. Patient went to little falls emergency room due to foley catheter coming out on (B)(6) 2025. New foley catheter was placed at little falls emergency room. Patient then came to st. Cloud hospital emergency room on (B)(6) 2025, due to similar issue catheter falling out (per patient heard hissing sound then catheter came out). New catheter was placed 14 french coude. On (B)(6) 2025, patient came back to emergency room due to catheter coming out again at home. Another new 14 fr coude was placed. When patient was about to leave the emergency room, they heard hissing sound once again and catheter came out. Another new 14 fr coude was placed. This catheter lasted till (B)(6) 2025, catheter came out once again. Due to issues with 14 fr coude catheter silicone, they placed a 16 fr coude silicone in hopes same issue doesn't occur again. Not even 24 hours later on (B)(6) patient came back for catheter once again coming out. Due to issues with silicone catheters opted to put in a 16 fr latex catheter in hopes this resolves the issue once again. With the last catheter exchange, they brought forth to provider that possible bad batch of catheters or possible bladder stone. Provider called urology to update them regarding this situation. All of the 12 fr, 14 fr and 16 fr with same lot number were pulled from cysto closet and given to their supervisor. They also kept the 14 fr coude and 16 fr coude and also gave them to their supervisor.